Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one day post implant, this right ventricular (rv) lead exhibited a decrease in pacing impedances and an increase in threshold measurements. An x-ray confirmed that the lead moved. Surgical intervention was performed, and the lead was successfully repositioned. No adverse patient effects were reported. The lead remains in service.